Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that lv lead could not be positioned in target vessels because of the variations in the target vessels. The lead was not used. No patient complications have been reported as a result of this event.